Event description:
A surgeon implanted a 48mm swift (bushingless) plate. Surgeon used the double barrel drill guide to implant the screws. One screw in a middle segment was left 1-2 mm proud after tightening. Surgeon attempted to remove screw in order to reinsert, but broke the srewdriver tip during the attempt. Surgeon decided to leave plate in place and cut off protruding portion of screw head with a midis rex. Situation resulted in a delay of more than 30 min, to the case however there was no adverse consequence to pt.